Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device exhibited minute ventilation oversensing due to external monitors. The patient's heart rate reached the max sensing rate. They were externally shocked. No adverse patient effects were reported. The device remains in service.